Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B3: exact date of postoperative screw loosening is unknown.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for hardware removal surgery due to screws loosened, tissue dehiscence, and granulation tissue. Outcome issue is aob developed despite checking bite after operation and being satisfied and despite strength of plates and use of mmf and muscle relaxants to stop clenching behavior related to osa. Positive remediation of osa but residual occlusal malalignment. Found 8 months post op with poor oral hygiene and dehiscence over mandible bsso plates. Le fort plate and maxilla position are stable, as is the genioplasty plate and chin position; however, the surgeon suspects that micro movements of mandible plates and screws due to extreme physiological loading, grinding, and insistence on chewing during purée time zone (8 weeks according to protocol). During the surgery, the surgeon removes all hardwire. It was unknown if the surgery completed successfully without delay. The patient was in adverse condition anterior open bite. This complaint involves (26) devices. This report is for (1) 2.0mm ti matrixmandible screw fine pitch / 6mm. This report is 9 of 10 (B)(4). Related product complaint: (B)(4).